Event description:
It was reported that the right-side wheel brake does not release and remains locked despite adjustment of the brake cable.

Manufacturer narrative:
It was reported that the right-side wheel brake does not release and remains locked despite adjustment of the brake cable. The handle is wobbly, and the braking mechanism that engages the tire is stuck. The issue was identified upon opening the product, prior to use. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.